Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the customer fell with it in her pocket. Her blood glucose level was 180 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No button error alarm during testing noted. Unable to verify weak battery alarm, due to button and keypad anomaly. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window.